Event description:
A literature report stated that a physician reported that in four cases, the shunt touched the iris. In those cases, there was no harm to any of the patients reported. Attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information have been unsuccessful. (B)(4).